Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use while the infusor was still in its original packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. Correction to d4. H4: device manufacture date - the lot was manufactured between may 13-15, 2025. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that fluid was inside the bag which contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.